Event description:
It was reported that the pt experienced a loss of therapeutic effect and a loss of stimulation. The pt went to the doctor for reprogramming a few times, which was not successful long term. In december the pt saw the doctor again and discussed the problem with the company representative, and the pt had surgery on (B)(6) 2010. Details of the surgery were not reported. Additional info has been requested.

Manufacturer narrative:
(B)(4).